Event description:
It was reported by service report that the fowler weldment was cracked on the cot. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler weldment.